Event description:
Two imed pumps malfunctioned. Pt on cardizem, nitro and nipride. The pt's blood pressure increased to 210 systolic. Drips had to be titrated with the roller clamp until pumps replaced. Both pumps were plugged in. No excess bleeding.